Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test, bad battery and battery out limit alarm due to blank display. Insulin pump received with minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump is blank. Customer changed the battery and received a battery out limit. Customer stated the batteries were not out of the device greater than duration allowed. Customer stated she received two battery out limit and two failed battery test alarms. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and reinsert the battery; she did not receive failed battery test. It was also stated that the insulin pump has scratched on the case. Blood glucose value is 264 mg/dl. Nothing further reported.